Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five-months post implant procedure, the patient cardiac resynchronization therapy defibrillator (crt-d) eroded through the skin in the lateral upper corner with minimal drainage. During the explant procedure, it was noted that pocket was infected with fibrous thickening of the capsule and necrotic tissue. Antibiotics was administered, and the crt-d system was removed. No further patient complications have been reported as a result of this event.